Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow issue was not determined without returned product and sufficient clinical information.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A publication entitled: "extended use of axillary impella 5.5 as a bridge to post-infarct ventricular septal defect repair" stated an inability to get the p levels of an impella 5.5 higher than 4 and reported the patient experienced renal failure requiring renal replacement therapy.